Manufacturer narrative:
Review of the history device records confirmed the valve product code 0148csd with lot cvbbd0, conformed to the specifications when released to stock in 3rd february 2016. No other device identifier fields were affected by this error.

Manufacturer narrative:
Updated UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at 100mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: a cut/tear in the silicone housing was noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve could not be flushed due to the damaged silicone housing. The valve was leak tested, failed leaked from tear/cut in silicone housing. The valve could not be reflux or pressure tested due to the damaged silicone housing. Review of the history device records confirmed the valve product code 0148csd with lot cvbbd0, conformed to the specifications when released to stock in 3rd february 2016. The root cause to the tear/cut in the silicone housing is probably being due to the user. As noted in the IFU silicone has a low tear / cut resistance. Per hhe it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Updated UDI: (B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code ns0374 with lot 706558, conformed to the specifications when released to stock in 3rd february 2016. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Event description: crack/hole in the valve.